Event description:
It was reported that the user self-initiated ilet pump therapy without formal training after viewing online content, experienced a low blood glucose episode of 63 mg/dl followed by overtreatment with oral glucose, and was advised to remain on the pump without changing settings until training could be completed, consistent with an improper or incorrect use procedure and with no specific device component implicated. Symptoms included hypoglycemia with shakiness/tremors and subsequent hyperglycemia peaking at 330 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided by the user, and review focused on use practices. Investigation of this case revealed no device problem, identified a usage problem, and characterized the issue as an improper or incorrect procedure or method with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.